Manufacturer narrative:
Date of event: exact date unknown, event occurred following a revision on (B)(6) 2014.

Event description:
It was reported that the patient's ipg was non functional and could no longer be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.